Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: review of the black box data and alarm history revealed records of several call service alarm 054 (cs-054-0000) and call service alarm 052 (cs-052-0000)recorded on (B)(6) 2015. Delivery interruptions were observed at 05:02, 06:16 and 07:33 on that same date due to the cs alarms. On investigation, an ez-prime and 24-hour duration test were successfully completed with no call service alarms being duplicated. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. The pump was opened for investigation with no evidence of internal moisture observed. There was no damage to the transceiver flex or the printed circuit board. The alleged call service alarms were confirmed in the pump history but were not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement of 400 mg/dl and positive urinary ketones. The reporter alleged the blood glucose excursion was related to a call service alarm issue; the pump emitted call service alarms 052 and 054. No further information was provided. This complaint is being reported because the patient had a blood glucose excursion while on insulin pump therapy alleged to be related to a call service alarm issue.